Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva dual port unknown had leakage and connection issues nexiva leaking during power injection. Xxxxxx in unaware of what product exactly and is not able to find this information out. She said she heard that a nexiva dual port had been leaking out the siteport and then the q-syte flew off during power injection of CT contrast.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.